Event description:
The pt presented with a ruptured aneurysm of the basilar tip artery, and with a modified rankin score of 2. While attempting to place the seventh coil, (subject device) into the aneurysm, the coil went through the already "ruptured" portion of the aneurysm. The physician continued to treat the pt with this coil and detached the coil successfully. It was reported that the physician administered medication at this point. It was not disclosed as to the type medication or dose that was given. In total, ten coils were placed successfully. The pt is reported to be awake, and still monitored, with a modified rankin score of 3.